Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, reported bowing of objects. The pt does not recall having this problem before surgery. The surgeon reported the pt has a history of having had a vitrectomy, epiretinal membrane peel and repair of a large "shisis" detachment approx a year prior to the iol implant procedure. The surgeon reported an optical coherence tomography (oct) had shown some residual retinal thickening, but had not changed over the prior six months. The surgeon reported he feels that the distortion the pt sees is from his retina and is probably exacerbation by his overall visual acuity being a lot better postoperatively than preoperatively. The surgeon is unsure if there is a component of neuroadaptation playing a part in the pt's visual difficulties. Additional info has been requested.

Manufacturer narrative:
Eval summary: product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).